Event description:
Image too dark, reason is lcb reduced to 0%/0%. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the light guide cable broken. Based on the result, we concluded, that it was caused, due to the excessive force applied on the light guide cable. Correction information: h6: coding changed, based on the investigation result.